Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised caller to continue using pump and to call back if any malfunction code appeared again, and caller acknowledged understanding of these instructions.